Event description:
The customer reported to olympus, the nozzle of the evis lucera elite gastrointestinal videoscope was clogged and had air/water flow issues. Inspection and testing of the returned device found foreign matter in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of clogged nozzle was confirmed. The device evaluation found adhesive on distal end has a crack and had white clouded area. Due to clogging of nozzle, water removal ability did not meet standard value. Adhesives around objective lens and light guide lens had white-clouded area. The plastic distal end cover was dented. The connecting tube had a scratch and had buckling. The paint on the air/water-cylinder was peeled. Switch 4 had wear. The image guide protector was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The facility's cleaning, disinfection and sterilize (cds) , reprocessing information and foreign matter surveys: did the customer clean, disinfect, and sterilize the device before sent it to olympus? Yes. Does the customer have any idea about what the foreign material is? No response. Was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning?) Unknown. Did the customer flush the air/water nozzle with water and air? Yes. Were there any abnormalities in the accessories used for reprocessing? No. (If #3 was yes or unknown) did the customer presoak the endoscope in the detergent solution? Unknown. Has the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? Unknown. Did the customer flush the air/water nozzle/channel with the detergent solution? Yes. Are there any other concerns about the reprocessing? No response.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.